Event description:
It was reported that the pump touch screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.